Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline breast prosthesis. Left breast prosthesis deflation was determined. As a result, the patient is schedule for removal on (B)(6) 2018.

Manufacturer narrative:
On 6/16/218, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct date of explantation was (B)(6) 2018 and that the suspect medical device's lot number was 269355. Mentor also became aware that the replacement devices were: (left) mentor memorygel breast implant 600cc gel catalog: 3506001bc, lot: 7555349, sn: (B)(4) and (right) mentor memorygel breast implant 575cc gel catalog: 3505751bc, lot: 7302936, sn: (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).